Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Event date: unknown - used the first date of the month of the aware date.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified circumflex artery. Following, pre-dilatation with a balloon catheter, a 2.25 x 12mm synergy stent was advanced but encountered difficulties in positioning in the proximal portion of the posterior ventricular branch. Upon removal, it was noted that there was a change in the device's structure. No known patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified circumflex artery. Following, pre-dilatation with a balloon catheter, a 2.25 x 12mm synergy stent was advanced but encountered difficulties in positioning in the proximal portion of the posterior ventricular branch. Upon removal, it was noted that there was a change in the device's structure. No known patient complications were reported.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Event date: unknown - used the first date of the month of the aware date. Device evaluated by MFR.: synergy ous mr 2.25 x 12 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found damage to proximal stent row 4 with stent struts lifted and bent distally. The crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.